Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was not provided. After removing the obstruction from the speaker holes, the alarm cleared. (Obstruction was observed on the vents, cleaning the vents resolved the issue)